Event description:
The following has been reported: biomed reported: pump problem. As always, the pumps have been tested with multiple cassettes and have been cleaned. Pumps will be left on if additional logs are needed please feel free to pull them as we wont always be able to revisit the same pump multiple times at this high volume of failure to pull logs. A preliminary review identified the following issue: electrical hardware failure (12v) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for 12v electrical failure. During initial evaluation when a cassette was inserted, the fva pins were heard to be skipping during the self check procedure. The fva assembly is powered by 12v. An internal investigation was performed and no physical damage was identified to the fva motor. An engineering assembly was installed and the skipping went away and a subsequent infusion was performed successfully. No other damage was identified.